Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states that he replaced the old head motor with the new one received on order (B)(4) and then when the maintenance man used, the hand pendant to raise the bed and engage new motor, the control box started smoking. Customer had another control box in stock and put the new one on the bed and used it with the same head motor and the control box started to smoke again.